Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopy procedure of the knee it was observed that the 4k epscp scp,4.0,30,167, mitek scope was charred at the end. It was reported that the image was black and cloudy. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: correction: h11please note that the investigation has been updated with additional failure information. Updated investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: outer tube damaged, distal tip distal tip damaged severe damaged, illumination distal tip fiber damaged, optical system, optical components broken lenses in optical system distal cover glass/negative damaged cracked/scratched proximal cover glass damaged residue, cosmetic issue scratches/dents. Broken (2+ pieces) : chipped/shaved/delaminated: optical/ labeling: illegible etch: label / visual : deformed/bent: tube/ visual : scratched/nicked::housing. Per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: outer tube damaged, distal tip distal tip damaged severe damaged, illumination distal tip fiber damaged, optical system, optical components broken lenses in optical system distal cover glass/negative damaged cracked/scratched proximal cover glass damaged residue, cosmetic issue scratches/dents broken (2+ pieces) : chipped/shaved/delaminated, labeling : illegible etch, visual : deformed/bent, visual : scratched/nicked. Per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: please note that the investigation has been updated with additional failure information. Updated investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: broken (2+ pieces) : chipped/shaved/delaminated, labeling : illegible etch, visual : deformed/bent, visual : scratched/nicked. - outer tube damaged, distal tip damaged severe damaged - illumination distal tip fiber damaged - optical system, optical components broken lenses in optical system distal cover glass/negative damaged cracked/scratched proximal cover glass damaged residue - cosmetic issue scratches/dents - engraving/identification datamatrix code level a. Per service report, this complaint was confirmed. The housing, tube, label and optical were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.